Event description:
The facility reported a colleague infusion pump with failure code 701:00 on channel c. This event occurred upon power up in "central supply". This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 701 on channel c was not confirmed during product evaluation. Quality engineering has not determined the cause of the reported condition. Since no assignable cause could be found during product evaluation, no repair was necessary or performed for the reported condition. A device history review was performed with no exceptions found during manufacturing.this issue has been escalated to CAPA.this is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.